Manufacturer narrative:
D9: correction: the actual device was not received; therefore, the date should be a null value (na). H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set broke. During an unknown step while connected to the patient, the y-site broke. There was no report of patient injury or medical intervention associated with this event. No additional information is available.